Event description:
The customer contact reported, the device delivered more medication than intended. The device was returned to the biomedical dept with an unsigned note that stated, "meds delivered too quickly." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device "passed all testing for delivery accuracy". The device has been placed back into clinical use. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is rec'd, a follow-up report will be submitted.